Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the cup had melted plastic or some type of "debris" on implant when opened in the o.r. Surgeon did not use. He opened another cup for use.

Manufacturer narrative:
Reported in error.

Event description:
Allegedly, the cup had melted plastic or some type of "debris" on implant when opened in the o.r. Surgeon did not use. He opened another cup for use.